Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen after the reboot and kept failing connectivity. A field service engineer identified that the station had power, but all in one (aio) display was blank, inspected the unit and replaced the power supply and hard drive serial ata cable (sata), and cleaned all in one docking board area, powered on the station successfully, and the customer tested the unit with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es kept failing connectivity, remained offline on remote smart service (rss), and was stuck on a black screen after reboot. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.